Event description:
Reporter indicated that the patient's left side of the neck began swelling. It was not tender and was believed to be only an abscess. Attempts were made to aspirate the area, but were unsuccessful. Zythromax was prescribed and a CT scan was performed. The CT scan did not show an abscess, only thickened fascia. The patient called the physician a few days later and reported that the area around the generator is now swelling and tender. The physician prescribed another antibiotic (tequin). It was later reported that the patient's lead and generator were explanted due to infection. Attempts to obtain additional information have been unsuccessful to date.